Manufacturer narrative:
A field service technician was on site and was unable to duplicate any of the reported issues. The system was re-booted and tested multiple times under different doctor profiles. The device history was reviewed and found to meet manufacturing specification. Root cause is inconclusive, as the reported problem could not be duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.

Event description:
The user facility report the stellaris system shut down three times. Each time the green power indicator stayed on. One time the cassette ejected and another time when they rebooted it looked like all modules come up with errors, module has reset. Additional information was requested. During the fourth case while performing segment removal the area around the cassette flashed red, the display went black and came back on. This happened three consecutive times. After the first time the doctor removed all instrument form the patient's eye. They called tech support. They booted up the system and a windows operating system flag came up that they had never seen. At time of surgery there was no patient impact. They have heard no post-op report of patient injury.